Event description:
Pt states that od was diagnosed with a corneal ulcer. Follow up with ecp, pt had a corneal ulcer od and infiltrates os. (B)(4) is for os 2640128-2011-00085, (B)(4) is for od 2640128-2011-00084. The medical record from the ecp follow up states that she has keratitis and an immune complex response in each cornea that is responding to steroids.

Manufacturer narrative:
This is being filed as an unconfirmed corneal ulcer. Method: no examination of device was provided which could indicate if the device caused or contributed of the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.